Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging hypoglycemia while on insulin pump therapy with blood glucose measuring 1.6 mmol/l with symptoms suggestive of hypoglycemia of diaphoresis and cognitive impairment. The patient reportedly did not receive treatment above or beyond the usual routine of diabetes management. The patient reportedly did not require the assistance of a third party and did not lose consciousness. Troubleshooting by animas customer technical support revealed the total daily dose basal delivery totals were recorded as programmed, the pump was delivering basal rate as programmed, the bolus totals match per bolus history and all boluses were recorded correctly per the user. Animas customer support determined the patient's episode of hypoglycemia was related to a diabetes management issue related to training/misuse and referred the patient to their health care provider for diabetes management. The device is not being returned for investigation and the patient remained on the pump for insulin delivery.